Event description:
The pt reported she was no longer receiving stimulation and was unable to communicate with or charge her ipg. The pt also reported her programmer displays a 2501 comm error when attempting to communicate with her scs ipg. The pt was sent a replacement charging system as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.